Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively a cardiac ablation procedure using the sphere-9 catheter, the patient experienced a vascular access site adverse event. Significant incision-site pain began the day after the procedure. An ultrasound was performed and was negative for acute deep vein thrombosis, but identified a 4.9 cm heterogeneous hypoechoic collection suspicious for a post-procedural hematoma. At a subsequent office visit, the patient reported persistent right groin pain with persistent leg swelling and a nerve response when the area was touched. A diuretic medication was initiated for 3 days and then as needed, and the dose of anticonvulsant medication was increased. The patient was advised to wear compression socks, elevate the leg, and ice the groin area. The outcome was reported as recovering/resolving. No further patient complications have been reported as a result of this event.